Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The occupation is lay user/patient.

Event description:
The initial reporter stated her husband received discrepant results when testing with coaguchek meter serial numbers (B)(4). Meter serial number (B)(4) is the patient's meter and meter serial number (B)(4) is a new meter provided to the patient on (B)(6) 2019. At 9:00 a.m. On (B)(6) 2019, a sample from the patient was tested using an unknown test strip lot on meter serial number (B)(4), resulting with a value of > 8.0 inr. At 12:30 p.m. On (B)(6) 2019, a venous sample from the patient was tested in the laboratory using the stago neoplastine plus method, resulting with a value of 2.4 inr. At 5:34 p.m. On (B)(6) 2019, a sample from the patient was tested using an unknown test strip lot on meter serial number (B)(4), resulting with a value of 5.5 inr. The patient's coumadin dosage was reduced based on the laboratory value. At 9:15 a.m. On (B)(6) 2019, a sample from the patient was tested using an unknown test strip lot on meter serial number (B)(4), resulting with a value of 3.7 inr. At the same time on (B)(6) 2019, a venous sample from the patient was tested in the laboratory using the stago neoplastine plus method, resulting with a value of 2.7 inr. An unknown therapeutic decision was made based on the laboratory value of 2.7 inr. At around 10:30 a.m. On (B)(6) 2019, a venous sample was collected from the patient and tested in the laboratory using the stago neoplastine plus method, resulting with a value of 2.2 inr. At 3:37 p.m. On (B)(6) 2019, a sample from the patient was tested using test strip lot 39739621 on meter serial number (B)(4), resulting with a value of 7.1 inr. At 3:39 p.m. On (B)(6) 2019, a sample collected from a different spot of the same finger of the patient was tested using test strip lot number 40501021 on meter serial number (B)(4), resulting with a value of 7.1 inr. An unknown therapeutic decision was made based on the laboratory value of 2.2 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient's dose will be adjusted if results fall outside of the therapeutic range. The patient is not currently anemic, but has been diagnosed with anemia in the past. The patient has been diagnosed with an antiphospholipid syndrome and lupus anticoagulant.